Manufacturer narrative:
Based on the available information, although no product has been returned because the device remains implanted and in service, we have determined that the misaligned markers were likely a result of a telemetry scan without connection. Therefore, engineering analysis concluded that the root cause of the reported clinical observation was traced to device design. Boston scientific has initiated an investigation into this behavior, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an atrial fibrillation (af) episode that showed misaligned markers. This episode occurred in april. Technical services reviewed the data in the remote monitoring system and noted the episode showed a telemetry scan without connection. Afterwards a telemetry session was connected successfully, which resolved the misalignment issue. The s-ICD was now operating normally and no further actions were necessary. No adverse patient effects were reported. The device remains implanted and in service.